Event description:
The pt called lifescan with 3 issues alleged on the one touch fasttake meter. The readings were inaccurately erratic. Results of 488 mg/dl and 170 mg/dl taken >20 minutes apart. (Invalid comparison), error 2 (not resolved) and test strips were not wicking. The pt contacted a medical professional for these issues. No treatment received. No intervention by pt after attempted use of the meter. No symptoms reported. The customer care representative performed troubleshooting to verify the issues. Based on the information provided there is evidence the products malfunctioned due to test strips wicking and error 2.